Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(4) 2018 a field service engineer (fse) follow-up over-the-phone and instructed the customer to prime the enzyme substrate solution and run daily check. The daily check was run successfully. The customer then ran quality controls successfully as well. No further action was required. The aia-360 was working within specifications. A 13-month complaint history review and service history review for similar complaints for the aia-360, serial number (B)(4), was performed from 08-dec-2017 through 08-jan-2018. There were no other similar complaints identified during the searched period. The aia-360 operator's manual under section 7-2: list of flags, states the following: dl: the substrate dispensing amount is less than the specified amount or the lamp intensity of the fluorescence detector is low. If the dl flag is attached, replace the substrate (mainte screen -> 6. Replace substrate) and repeat assay. If the dl flag appears again, contact the service department. The most probable cause of the reported event was to the enzyme substrate solution needing to be primed.

Event description:
On (B)(6) 2018 a customer reported receiving dl flags on quality controls and patient samples on the aia-360 instrument. The customer is unable to run, which caused a delay in reporting of patient results for intact parathyroid hormone (ipth). A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.